Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a lens was inserted and removed from a patient's eye. In multiple follow ups, it was further clarified that the lens was inserted in the eye, capsular support was lost, the lens was removed and a vitrectomy was performed. The patient was left aphakic and the surgeon plans to return to surgery with the patient at some point to sew in an iol. The surgeon declined to provide further event details.